Manufacturer narrative:
Device not returned by physician.

Event description:
A physician reported that the inner collet of a mesa deformity polyaxial screw broke during implantation. There were no adverse consequences to the patient and the procedure was completed successfully with a back-up device after a 10-minute surgical delay.

Manufacturer narrative:
Correction: updated from spine-us and spine-leesburg to k2m, inc. Visual, dimensional and functional analysis could not be performed as the device was not returned back to stryker. A review of the device history and the complaint history records could not be performed as a valid lot code was not provided and could not be obtained. The mesa surgical technique was reviewed, and the following relevant information was identified: attach a handle to the mesa polyaxial screw inserter. Ratcheting handles are available in both pear and t-handle styles. The ratchet mechanism is selected by turning the metal portion of the handle to the left or right to engage forward and reverse positions or in the neutral position to fix the ratchet. After the pedicle screw pathway has been prepared and proper screw length and diameter have been determined, the appropriate implant is selected and loaded for screw insertion using the mesa screw inserter. (Pg. 11) . Since the device was not returned, the potential root cause could be the excessive cantilever force applied during screw insertion or screw removal.

Event description:
A physician reported that the inner collet of a mesa deformity polyaxial screw broke during implantation. There were no adverse consequences to the patient and the procedure was completed successfully with a back-up device after a 10-minute surgical delay.